Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Maude report number: mw5077453. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? How much bleeding occurred? Did the patient receive any blood products? Was there any patient consequence? If yes, please explain. Is the device available to be returned for analysis?

Event description:
During an unknown procedure, the clips fell off and caused bleeding. Had to use homostatic agent to decrease the bleeding. There was no patient consequence reported.